Event description:
It was reported that the patient was unable to apply a new Pod on (b)(6) 2026 due to an adhesive issue, as one side of the Pod adhesive adhered to the skin while the other side failed to stick, preventing the Pod from being secured and worn. The patient reported that their blood glucose levels dropped to 3.2 mmol/L during the event and assistance from a family member was required to apply a replacement Pod as result of the patient's hypoglycemic condition. The replacement Pod was successfully applied, allowing therapy to continue. No healthcare professional intervention, or additional treatment was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN,Omnipod Software App Version: 3.1.6,Operating System: N5004L-AM-Q-MV01602-06-01.06,Hardware: N5004L,CGM Sensor Type: L2+.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.